Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the patient's anatomy having two (2) 90 degree bends in the aortic neck. It was reported that the stent graft polymer ring did not land as intended and after ballooning the ring for a minute, there was a type 1a endoleak. An angiogram was performed and the physician decided it was not necessary to implant the iliac limbs and this would not help resolve the endoleak. The patient was reported as doing fine after the endovascular procedure. The physician also decided to perform an open surgical repair the next day post implant; however, it is unknown if that was done.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak is confirmed. This is consistent with the reported adverse event/incident. The clinical assessment also determined deformation of the first polymer ring occurred that was not in the event as reported. The deformation was discovered during a review of the angiogram dated 27 october 2023. The complaint is most likely user related. The juxtarenal neck was off label at 73 degrees while it should be less than 60 degrees. The deformed first polymer ring landed in the neck angulation. The aneurysm was not excluded as not all components were implanted. Procedure related harms for this complaint could not be identified. The final patient status was reported to be doing fine after the endovascular procedure. The physician also decided to perform an open surgical repair the next day post implant; however, it is unknown if that was done. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.